Event description:
Acute gonarthrosis (right knee)/left gonarthrosis [osteoarthritis]. Case description: spontaneous report was received from the hcp on (B)(6)-2011 (date when case became serous) regarding a (B)(6) male pt, initials (B)(6) with osteoarthritis. On (B)(6)-2011, the following info was reported by the pt's hcp. The pt's medical history is significant for gonarthrosis. On (B)(6)-2010, the pt initiated treatment with synvisc in the left knee. On (B)(6)-2011, the pt received the second injection in the left knee and the first in the right knee. On (B)(6)-2011, the pt received the third injection in the left knee and the second in the right knee. On (B)(6)-2011, the pt received the third injection in the right knee. During this injection, pain developed. On (B)(6)-2011, joint fluid retention (location not provided), redness, slight fever (37.2 degrees). The 60cc fluid was aspirated on (B)(6)-2011 and 45cc on (B)(6)-2011. Bacterial culture was negative and the crp was 1.2. The pt recovered from the joint fluid retention on (B)(6)-2011 and redness and fever on (B)(6)-2011. The hcp stated that the use of synvisc was permanently stopped in the pt. The concomitant medication the pt was on at this time was celecoxib, 100mg; and rebamipide. On (B)(6)-2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specifications result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6)-2011, add'l info was received from the pt's hcp wherein the hcp changed the event terms. The event terms of joint fluid retention and redness was removed and the event term of "right acute gonarthrosis" was added. The hcp considered the event of right acute gonarthrosis to be definitely related to the use synvisc in the pt. At this point the outcome of the pt was "recovered" (from fever and right acute gonarthrosis). On (B)(6)-2011, add'l info was provided by the hcp. The event term of "left acute gonarthrosis" was added. The hcp considered this event to be definitely related to synvisc and the outcome of this event in the pt was "recovered". On (B)(6)-2011, the severity of the right and left knee gonarthrosis was provided as "moderate" and "mild" respectively. On (B)(6)-2011, add'l info was received from the pt's hcp. The hcp provided a synopsis of the pt's course after receiving synvisc. On (B)(6)-2011, prior to the last synvisc injection in the left knee, the pt had no infection generally or complications as diabetes or immune deficiency. Prior to the synvisc injection, the pt had no skin disease, infection or inflammation around the injected knee. The pt was given the synvisc injection under sterile conditions. On (B)(6)-2011, the pt visited the hosp with complaint of pain in whole area of left knee. Yellow joint fluid was aspirated. The culture was negative. The pt did not receive any other treatment for the left knee. On (B)(6)-2011, prior to the last injection in the right knee. The hcp made the same observation as in the left knee on (B)(6)-2011. The pt did not have any diabetes and no infection, skin disease, or inflammation generally around the knee to be injected. The pt was given an injection in the right knee under sterile conditions. On (B)(6)-2011, the pt developed pain in the whole right knee. Yellow-white opaque joint fluid was aspirated. The synovial fluid culture test was negative. From (B)(6)-2011, the pt was treated with loxoprofen sodium, one tablet, as needed; bromelain trypsin, 3 tablets, for four days. Sultamicillin tosilate, 3 tablets; and antibiotics resistant lactic acid bacteria. The hcp concluded the symptoms in the right knee of swelling, pain, fluid retention, pyrexia and hot feeling in the knee as arthritis, additionally taking into consideration the results of arthroscopy (details not provided), negative fluid culture test, c-reaction protein and while blood cell counts. He also concluded that the symptoms of swelling, pain and fluid retention of 70cc as arthritis. In the left knee though, the hcp thought that another possible cause for the event was that the pt walked too long after his left knee was aspirated on (B)(6)-2011. On (B)(6)-2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-rick relationship of the product is not affected by the report.